Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s mother stated the cgm reading was 5.2 mmol/l. The patient felt dizzy and they checked her bg which was 3.2 mmol/l they calibrated the cgm to try to realign with the bg value, but it was unsuccessful. Five dextrose tablets were given and the patient then felt fine with no injury and no further intervention. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.